Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was that the app server was no longer on the domain. A technical support specialist troubleshot the issue by dropping the domain by setting up the app server within the workgroup, rebooted the server, and then added the app server back to the domain. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ es server had refill that had not been updated on the station. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow as all devices were in critical override/disconnect mode. There were no adverse events or injuries reported based on this incident.